Event description:
It was reported that balloon rupture occurred. The 2.75 mm x 12 mm nc emerge mr ruptured at the base during the procedure, causing an incident without harm to the patient. The surgeon managed to reverse the situation, safely removing the material using the appropriate technique, and a new device was subsequently requested to complete the procedure. The patient remained stable, with no clinical changes.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. E1 initial reporter phone: (B)(6).